Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. There was no sign of damage to the comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 11, 2018, it was reported that the device produced an incomplete mesh. There was no sign of damage to the comb. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(6) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) eight times as documented in the repair reports in livelink. The last repair was may 14, 2018 where it was reported that the device was produces an incomplete mesh and the device was evaluated with no components replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(6) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was may 14, 2018 where it was reported that the cutter was sent along with skin graft mesher serial number (B)(6) for evaluation and the device was evaluated with no components replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. Product review of the skin graft mesher on october 17, 2018 revealed that the comb, roller, side plates, and carrier guide were all damaged. The pretest calibration and sample mesh could not be taken due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number 1506041 both produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, roller gear, carrier guide, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the comb, roller, side plates, and carrier guide were all damaged. The pretest calibration and sample mesh could not be taken due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(6) both produced incomplete cuts and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review that the comb, roller, side plates, and carrier guide were all damaged. The pretest calibration and sample mesh could not be taken due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(6), and the 2:1 ratio cutter, serial number (b)6) both produced incomplete cuts and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No new event information.